Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07jun2021. Device was investigated on 11jun2021. There were signs of clinical use on the jaws. Specks of blood were observed on the handle. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 heater wire came loose in jaws. Wire did not come loose in patient. Wire did not break in the patient. Another device was opened to finish the case. No patient was harmed.